Manufacturer narrative:
The cori console, pn (B)(4), (B)(6), used in treatment, was return for evaluation. There were no visual or functional issues identified. The software files were downloaded from the device and provided for investigation. The system time out error was confirmed during femur cut. The log files show this error was due to a known error (bad exposure position sensor) for drill (B)(6). This error is associated with the drill and is under further investigation. However, it should be noted that this drill was returned and did not experience this error when functionally evaluated. There is only one more drill listed in the log for the same case, (B)(6). The case ended with this drill, indicating it was the third (successful) drill as described in the complaint. The second drill that was described as ¿kept blinking and would not connect¿ could not be confirmed. However, it is likely that this drill was experiencing a failed/failing exposure motor, which is unrelated to the console. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that while the surgeon began to mill his distal femur during a cori assisted tka surgery, they received a system time out error. The surgeon depressed the black pedal twice to clear and they received it again. They tried another drill and the drill light kept blinking and wouldn¿t connect (case-(B)(4)). They reset the system, opened a third tray, and finished the case. The procedure was completed, with a 10-15 minute delay, using a s+n back-up device. Patient was not harmed as consequence of this problem. After the case, they could not dissemble the drill and long attachment (case-(B)(4)).